Event description:
It was reported that during percutaneous transluminal coronary angioplasty treatment procedure, a stent fracture occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified mid left anterior descending artery. A 3.5mm non-bsc guide catheter and non-bsc guide wire was engaged in the left coronary artery. A 2.75x32mm promus element was deployed at 16 atm for 30 seconds. Post dilation was performed with a 3.0x8.0mm non-bsc balloon catheter. The patient complained of jaw pain immediately after the procedure. Electrocardiogram revealed slight changes; angiography was performed and revealed haziness where the promus element stent was placed and stent strut fracture. A 3.0x16mm promus element stent was placed and was post dilated. The event was resolved and no further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).